Manufacturer narrative:
Fowler: caster horn assembly; wheel assembly.

Event description:
It was reported by service report that the following items were found to be defective: gas fowler drifting with weight, head end caster horn loose, the wheels have wear, outer lift tube mount post loose, x-frame assembly is not dropping freely to extended position. No pt involvement or adverse consequences are reported.